Event description:
The patient was undergoing cardiac bypass surgery. While on the heart-lung machine, the patient received about 12 minutes of inadequate oxygenation. It was discovered that there was a crack in the oxygenator. There were no sequela to the patient. The anesthesiologist said that the institution generally checks the inside of the oxygenator to ensure there are no cracks, but this time it was undetected. He is wondering if there's a practical way to pressure test the circuits before they are attached to the heart-lung machine.